Event description:
Customer alleged the lancet needle did not retract after firing in the softclix plus lancet device. Customer reported an accidental stick with a new, unused lancet that did not retract after the device was fired. Customer reported seeking no medical treatment. A request was made for the return of the suspect device and replacement product was sent.